Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. A defibrillation threshold (dft) test was performed to determine lead integrity and a code 1005 was obtained. It is planned to perform a lead and device changeout procedure in the following days. According to medical records, this lead has been explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. A fracture of the distal hv cable was noted at the proximal side of the yoke stake block, consistent with induced damage at changeout. This damage is consistent with when the lead terminals are pulled from the device header by using the yoke as a "handle." This is consistent with the impedance changes this lead exhibited. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. A defibrillation threshold (dft) test was performed to determine lead integrity and a code 1005 was obtained. It is planned to perform a lead and device changeout procedure in the following days. According to medical records, this lead has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. A defibrillation threshold (dft) test was performed to determine lead integrity and a code 1005 was obtained. It is planned to perform a lead and device changeout procedure in the following days. No additional adverse patient effects were reported. At this time, this device system remains in service.